Event description:
It was reported that revision surgery was performed. The devices were implanted in 2009.

Manufacturer narrative:
Subsequent revisions referred to above are to be submitted via separate mdrs 3005477969-2013-00224 and 00225.